Event description:
Anti-fy not detected in gel using provue analyzer.

Event description:
Customer was preparing abo blood group forward typing and antibody screening tests on the tecan megaflex-ID. The customer reported inconsistent red cell suspensions, which may be interpreted as false positive reactions. No deaths or serious injury was associated with this incident. This report corresponds to micro typing systems complaint 503595.